Event description:
It was reported that while in a vt idiopathic procedure one of the curves on the d-f bidirectional ablation catheter was broken and the catheter was prolapsed in the aorta. The d-curve of the d-f bidirectional ablation catheter had malfunctioned. The physician was able to curve the catheter into the f-curve position, the curve would not completely release to a straighten position. The catheter was curved in preparation to pass through the valve and enter the lv for a pvc ablation. The physician had difficulty passing the catheter into the left side when she noticed that the other curve of the catheter was not straightening fully. The physician was concerned if the catheter passed into the lv and still would not straighten, that they would have difficultly removing the catheter. The situation was resolved when she consulted another ep physician and he gently manipulated the catheter and straightened it out in the descending aorta. The catheter was removed without patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that while in a procedure one of the curves on the bi-directional catheter was broken and the catheter prolapsed in the aorta. The returned catheter was visually inspected and for deflection characteristics. The deflection characteristics were found within specification. No damage was found on this catheter. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not been confirmed.